Event description:
New information received notes that programming changes were made to address the oversensing issue.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited far field r wave (ffrw) oversensing. No changes or interventions were reported. The patient was in stable condition.